Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cord was in need of replacement, it tested out of specification and was replaced. It was further noted that the upper case lens was broken, and it was also replaced.

Event description:
It was reported that the radiofrequency programmer head needed its cord replaced as it was working only intermittently. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).